Event description:
It was reported that the patient had urinary retention issues. It was noted that the pump had morphine, dilaudid and fentanyl and the patient had loss of bladder control.

Manufacturer narrative:
(B)(4).